Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. The pump had no long replacement time anomaly noted. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a broken reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device had key failures. Customer's blood glucose was unknown. Customer was advised the device will be replaced. Customer agreed to return the device for analysis.